Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 465 mg/dl. Customer has been taking injections. Customer stated that she has been having high blood glucose levels because of the no delivery alarms. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer stated that she has changed out 4 infusion sets since sunday. Customer stated that the plastic from the last set cracked off, and it does not work when she boluses or during basals. Customer has also had air bubbles in all of the infusion sets. Customer has a lot of scar tissue and was advised to talk to her doctor about trying different infusion sets. No further assistance needed.